Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have a solder crack on the battery. This causes the device to power off when switching from ac power to battery power.

Event description:
The customer reported that the device powers off by itself without warning. There was no patient impact or consequence reported.

Event description:
The customer reported that the device powers off by itself without warning. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.